Manufacturer narrative:
Brand name: unknown/as the serial number was not provided. Only provided as iol synergy. Model number: unknown/as the serial number was not provided. Only provided as iol synergy. Catalog number, expiration date, device manufacture date and UDI number unknown/as the serial number was not provided. Initial reporter phone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. An attempt was made to obtain missing information; however, no additional information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the patient experienced ¿halos¿ after the synergy intraocular lenses (iols) were implanted in both eyes. The doctor proceeded to explant the lenses from each eye. The decision to explant was due to the patient complaints of "discomfort¿ experienced when ¿unable to adapt to the lenses". It was reported that the explant was not caused by damage that triggered an adverse event in the health of the patients. There is no evidence to indicate that ¿novelties¿ have occurred during lens implantation. The product will not be returning. No other information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients right eye. A separate report will be filed for the left eye.